Manufacturer narrative:
(B)(4). Batch # p56t8k. Event month and day unknown. Only year (2017) is known. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and without cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the stapler didn't open after the second firing. The stapler was opened by using the manual override. Afterwards the stapler had to be discarded and replaced with a new device. There were no patient consequences reported.